Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary #the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, and oversensing due to non-physiologic signals/sic (sensing integrity counter). (B)(4).

Event description:
It was reported that during routine follow up, oversensing and high impedance was found on the right ventricular (rv) lead. The rvlead was capped and replaced. No patient complications have been reported as a result of this event.